Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reports that the nurse noticed abnormal readings on the pt icp monitor and in troubleshooting, discovered a leak in the eds3 drain at the csf sampling port. At the time, the leak was sealed with tape. In the morning, approximately 8-10 hrs after the initial observation, the nurse educator examined the drain and removed the leaking system and replaced with a new one.